Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was stated that the insulin pump was alarming button error and the alarm could not be cleared. Advised the doctor that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.